Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported 511sd trocar safety shield did not cover the blade after insertion. There was no consequence to the pt.